Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, she was having issues with the insulin pump. She started to fill sick and noticed her blood glucose was 500 mg/dl, current 426 mg/dl. At work she treated with a syringe. Once she was home she had moderate ketones. Customer's friend called the paramedics but she declined treatment. Paramedics did not do anything for her other than coming to her door. Customer's symptoms were dry mouth, starting to ache, vomiting, and hyperventilating. Troubleshooting was performed for high blood glucose. She had recently changed the set and didn't want to check for leaks or air bubbles. Pervious set that was removed had a bent cannula. The high pressure test was performed on the device and the device passed. Customer was advised to do a complete set change.